Event description:
It was reported that the right ventricular lead could not be implanted due to a mechanical issue with the helix. The lead was removed and a replacement was successfully implanted.

Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6). Failure (event) observed during analysis. Final analysis found that the distal coil was not welded to the helix shaft.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.